Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, 19 days after implant, the patient was admitted in emergency room due to a syncope, as documented on ECG (these strips are not available). The physician observed complete av block, ventricular loss of capture, 30min-1 rhythm, changes in qt. A ventricular fibrillation was externally defibrillated. During following days, ventricular loss of capture was observed with lipothymia episodes, despite the pacing parameters were programmed to the max values. Due to these facts, the physician decided to upgrade this pacemaker with an ICD system. The pacemaker involved in this MDR report was returned for analysis.